Manufacturer narrative:
Investigation results completed and problem of loss of power on a smiths medical cadd-ms 3, slate gray, mdl 7400. Testing did not validate loss of power on over night as it was linked to battery issue. The device requires three aaa batteries. Complaint could not be validated and no fault found.

Event description:
Information received a smiths medical cadd ms3 gray slate pump per medwatch "stopped over night." No patient adverse events reported.

Manufacturer narrative:
The pump passed functional testing. The pump was then run over night and the reported problem was confirmed. It is possible that root cause was related to the design of the new pump memory chip. The new chip requires more power. The new internal back up battery powers the memory for a minimum of two days. The back up battery is charged by an aaa alkaline battery. The instructions for use were updated to warn the user that the pump can lose programmed settings after two days without power from the aaa alkaline battery. The alkaline battery should be replaced as soon as possible after the pump provides a low battery notification and prior to storing the pump. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: correction h10.